Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) reached out to the customer who reported the failure occurred twice then no further issues were observed. The fse went on site and could not verify the reported failure as it was no longer occurring. As a precaution, touchscreen calibration was performed, all cables were checked, and the device was restarted. Cause of failure could not be established as the reported problem could not be verified and the issue stopped occurring.

Event description:
The customer reported that while monitoring patients on a xhibit central station, whenever they interacted with the touchscreen, the device would become frozen. There was no patient or user harm associated with this event.